Event description:
A nurse reported, during a case, the system froze. The facility manually tried to restart the system as it could not be done from the front panel. The system was switched out and the case was completed. There was a delay during the system switch out. There was no pt injury reported. Additional info was requested, but none has been received to date.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. However, the reported system message was observed in the error log. The fluidics controller pcb was replaced as a diagnostic measure. The system was then tested and met all product specifications. The replaced fluidics controller pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).